Event description:
It was reported that the 9800 system was producing fluoro, but no images were displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The lcd/ccd camera was reconnected during the svc call. The system was tested and found to be working as intended and put back into svc.